Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume infusor. This issue was further described as the volume within the bladder of the device did not change for two days after the therapy started. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from may 17, 2022, to may 19, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and showed no evidence of fluid coming out at the distal end of the flow restrictor. Microscopic examination on the flow restrictor revealed the root cause of the flow problem was due to a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The cause of the air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use (filling step). The product¿s instructions for use (IFU) details the proper filling technique to avoid this type of occurrence. Should additional relevant information become available, a supplemental report will be submitted.